Event description:
In 2009, the pt reported receiving an e4 (occlusion) error 2 times since the evening of one day prior, resulting in elevated blood glucose of 14 mmol/l (252 mg/dl). The first e4 occurred a few hours prior to the report while the pt was boarding an airplane. She was able to clear the error and place the infusion device in the run mode. After she returned home she received another e4 while attempting to bolus. She cleared the error and placed the infusion device in the run mode and was able to bolus 4 units of insulin successfully. To troubleshoot she was instructed to disconnect from the infusion site and to prime but she declined. She stated that she was tired and felt nauseous and she would change her infusion set. The pt called back and stated that she changed the infusion set. The infusion set had been in use for 2.5 days. The pt did not require assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.